Event description:
A user facility reports a crack in an intraocular lens (iol) was noted after insertion. Patient impact is unk. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/19/2008 and 09/05/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 09/12/2008.